Event description:
Patient reported for right side "prostheses are included in the recall", "two nodules", "hardening, pain, capsular contracture baker grade iii ", "folds", patient cannot sleep on stomach". The physician indicated that he could not say that the right sided breast cysts are related to the implant, but it is possible that the left breast nodules may be related to the surgery performed (foreign body reaction? To the stitches?)¿. The device remains implanted.